Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital protocol. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Revision of acetabular component for loose cup.

Manufacturer narrative:
An event regarding acetabular shell loosening involving a trident psl shell was reported. The event was not confirmed. The provided medical records were rejected for review by a consulting clinician. Additional x-ray images and patient clinical history would be required to confirm the event and provide a meaningful dictation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received. Additional x-ray images and patient clinical history would be required to confirm the event and provide a meaningful dictation.

Event description:
Revision of acetabular component for loose cup.